Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient was given a synthetic absorbable surgical suture to suture the episiotomy due to vaginal delivery of a full-term mature live male baby under episiotomy. The affected area of the episiotomy sutures experienced stinging pain, redness, swelling, and itching. The patient was allergic to synthetic absorbable surgical sutures. The patient was advised to keep the perineum clean and iodine was used to disinfect the affected area. The wound was treated with tdp (teding diancibo pu) infrared lamp. The patient noted that the stinging pain and itching were relieved compared with before.